Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient's representative reported a capsular contracture (grade unknown), rupture and silicone leakage (diagnosed by MRI), hair loss, extreme fatigue and depression. The device has been explanted. Further surgery required due to large hematomas.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, h6 no contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
The patient underwent complete anterior capsular excision and the device was explanted. Later, the patient underwent hematoma evacuation on the left side.